Event description:
It was reported that an ilet pump displayed alert 38 for consecutive stalled motor during setup after an extended power-off, with no supplies attached, and the user was unable to proceed at rewind during a dry run despite restarts and confirming no foreign object in the chamber. Symptoms included no reported adverse clinical effects. Outcomes included no impact on patient health and no hospitalization. Investigation included guided troubleshooting with multiple device restarts and visual inspection of the cartridge chamber. Investigation of this case revealed a persistent motor stall alert that temporarily cleared with restart but recurred during rewind, consistent with a device malfunction affecting the pump motor operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the pump motor function during setup. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.